Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. The cause of low bg was unknown. The customer became unconscious because of the low bg level, and received third party assistance from their girlfriend, who called 911 and provided carbohydrates to address bg. The customer did not receive any assistance from paramedics, by the time they showed up, the customer was waking up and their low bg stabilized. Recommendation was made to consult with a healthcare provider to discuss diabetes management.